Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient suffered from recurrent uti's. The medical records provided state the patient continued to experience uti's post explant of the bard flat mesh, therefore it does not appear that there was direct correlation between the patient's recurrent uti's and the bard flat mesh implanted. In regards to infection however, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - patient was diagnosed with a symptomatic uterocervical prolapse, cystocele and stress urinary incontinence. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with implant of a bard flat mesh and implant of a non-bard davol tot sling. On (B)(6) 2006 - the patient had an md office visit post implant of the bard flat mesh and tot sling. Patient urinary symptoms improved; however, she does indicate having to reposition herself on the commode to ensure appropriate drainage of all urine and she does note a "strange sensation" of "tickling" in the urethra when she need to void. Denies pain. On (B)(6) 2009 - patient had multiple md office visits with complaints of stress urinary incontinence, pelvic pain with severe urgency, frequency, suprapubic pain and dysuria. Per md notes the bladder mucosa was erythematous with extrinsic compression, "most likely from a suture or from the sacrocolpopexy mesh." Patient was diagnosed with mesh erosion from the sacrocolpopexy. On (B)(6) 2009 - the patient underwent a cystourethroscopy with bladder biopsy and fulguration. On (B)(6) 2009 - patient had an md office visit post bladder biopsy. Biopsy showed inflammatory tissue without evidence of cancer. On (B)(6) 2009 - patient has mesh eroding into the posterior aspect of the bladder from her sacrocolpopexy. The patient underwent cystourethroscopy with bilateral stent placement, open bladder repair and explant of the bard flat mesh. Following this procedure the patient continued to have symptoms of urinary discomfort and recurrent uti's. On (B)(6) 2011 - patient underwent explant of the non bard/davol obtryx tot sling.